Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Analysis was not performed as the system was not returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the system could not complete start up as intended. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cable of the navigation system was replaced. If information is provided in the future, a supplemental report will be issued.